Event description:
Boston scientific received information that this patient fell out of bed, caught herself with her left arm and required help getting back up. She was seen in clinic due to her wound site being very swollen and painful due to a large hematoma. An x-ray was not performed, however, the clinic believes the lead had micro-dislodged due to the fact that capture was intermittent despite elevated device outputs. The device sensitivity was re-programmed and a revision procedure was scheduled. The lead was repositioned a few days later. Additional information was received stating this patient was admitted for pulmonary edema and hypotension. The patient had missed a dialysis appointment and had elevated potassium level. The patient subsequently passed away due to her worsening condition and was deemed not related to device or lead function. The lead was buried with the patient.

Manufacturer narrative:
(B)(4). The lead was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.